Event description:
The superior attachment system did not open when the #2 pullwire was pulled. This was resolved with alternative techniques. The contralateral wire was difficult to advance. Stents were placed bilaterally to improve limb flow.